Manufacturer narrative:
Product history records were reviewed documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor near vision, unhappy with outcome and was intolerant to the iol due to subfocal drusen. The iol was exchanged in a secondary procedure. Additional information has been requested.